Event description:
Reportedly, during a sigmoid colon resection - dr. Stated that after firing the instrument the purstring did not cut. As a result there was an incomplete cut resulting in an inconsistent anastamosis. There was unanticipated tissue loss.